Event description:
A customer contacted beckman coulter inc. (Bec) to report a liquid waste leak from the unicel dxi800 access immunoassay analyzer. The customer stated the fluid was clear. Personal protective equipment was worn during the event. Bec customer technical support instructed the customer to stop operating the instrument. Per customer, no injury or exposure was reported in association with this event. On the same day of the event ((B)(6) 2011), a bec field service engineer (fse) visited the customer and found holes in the peri pump tubing from the wash buffer inlet to the waste transfer out peri pumps. Fse replaced the tubing and no additional leaks were observed while priming. Verification testing met published specifications.

Manufacturer narrative:
Hardware is the root cause for this event. (B)(4).